Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(4) 2012, inratio: 1.8, 3.8.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.8; 2nd inr: 3.8; mean: 2.80; sd: 1.41; %cv: 50.51. Analysis for customer's data revealed that repeated inratio test results did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inratio testing. No product is expected to be returned. Retained strip testing performed on (B)(6) 2012, revealed that result comparisons met precision criteria. Investigation results for retained strip lot #271135: donor (B)(6) - 1st inr: 1.9; 2nd inr: 1.5; 3rd inr: 1.7; mean: 1.70; %cv: 11.76. Donor (B)(6) - 4.0; 3.6; 3.6; 3.73; 6.19% cv for both donors are less than (B)(4) and meet the criteria for precision. No further investigation will be pursued at this time. As of (B)(4) 2012, twenty-three discrepant result complaints were reported for lot #(B)(4), yielding a complaint rate of (B)(4). This complaint issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.